Event description:
The lay user/patient contacted lifescan (lfs) in 2006 alleging high readings on the meter. In the morning she tested at 6:50 am and received a 10.6mmol/l (190mg/dl). The patient experienced symptoms of low blood glucose (trembling) around 10:00a.m. Therefore, she tested her blood glucose and received a 9.0mmol/l (162mg/dl). Shortly after testing she needed assistance by a first aid team and was treated with glucose. The patient was not tested on another device and did not retest after the reading of 9.0mmol/l. The patient was not taken to the hospital. The technique of applying blood on the test strip was correct. The test strips were not expired. However the tests strips were peeling and were hard to insert into the test strip port. Quality control test was not done, since she did not have control solution. The patient does not remember whether the test strip was damaged when she received the 9.0mmol/l reading. Note this reading could also not be found in the memory when troubleshooting with the technical service representative later. The customer care agent (cca) sent the patient control solution and replacement test strips. No further clinical information was provided. The complaint is being reported, because the test strips were peeling and the patient did not treat herself when hypoglycemic due to the 9.0mmol/l reading. The patient was treated with glucose by a non-medical professional.